Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try to obtain further information, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to an unknown cause on (B)(6) 2025. No additional adverse patient effects were reported. This pacemaker has not been returned.